Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was unable to recover. A field service engineer (fse) responded to a customer report of a failed pocket that would not open. The customer attempted to recover the pocket without success, so the fse manually removed the pocket from the drawer. The customer then removed the medications and loaded them into another pocket. Afterward, the customer tested the drawer, and all functions were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.